Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir module was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.